Event description:
On (B)(6) 2010, company rep reported pt experienced an occlusion (e4) error when he attempted to bolus 20 units during the previous week. Pt discovered the infusion tubing showed a separation. Insulin cartridge was not empty, and infusion site was located on his lower thigh. Insulin cartridge, infusion set, battery, and adapter were being used within specification. Pt changed the infusion set and insulin cartridge and the occlusion (e4) error did not return. The separation of the infusion tubing was located 6-8 inches from luer lock connection. Pt reported the inner tube was broken and insulin appeared to have leaked from the inner tube. Insulin did not leak from the outer tube. F/u was completed. Pt reported another infusion set from the same box had damage to the inner tube. This occurred on 9/28/2010 and resulted in hyperglycemia of 480 mg/dl. Target blood glucose is 100-180 mg/dl. Pt could not recall what method he used to treat hyperglycemia. There was a "small spot" on the infusion tubing, and the inner tube appeared to be broken and separated. Infusion tubing had been in use for 3 days. Infusion tubing did not appear kinked where the damage was located. Product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.